Manufacturer narrative:
(B)(4). Date sent 10/24/2024. D4 batch #unk. B3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information provided: sales rep called with a follow-up, she spoke with both surgeons who were in on the case: there were two surgeons for the case. One dr. Never got in the green zone when dialing down but the device still fired. The tissue was very tight and hard to dial stapler down. He did get perfect anastomotic. Patient passed all the leak test in the or. The patient had a leak 6 days later and patient is still in hospital with colostomy bag. Also, uses a buttress material, it is from evologics that is put on top of the tissue of the anvil. Dr. Stated that he was still not sure if it was a mechanical issue or surgeon error. The surgeon that fired the stapler. He stated that the tissue was very tight to turn down the dial, he spoke with mentors from schooling, and he believed he was in the anal valve and that is why the tissue was harder to turn down the dial. He believes it was surgeon error and did not want a complaint filed. Sales rep asked about the green dial and if the orange indicator was with the green zone, he did not think it was, but it might have been right at the green. Asked if he remembered if green check mark after firing, and he said yes there was a green check mark. He tested the device with the dial to see if orange indicator was moving and he thought it worked normal. He thinks they had it stuck on a valve and had extra tissue. Sales rep offered to connect surgeons with r&d and medical affairs and they declined. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an low anterior resection they dilated down with the stapler, they found it difficult to fire. After firing going normal with donuts made, they tried to pull the stapler out doing the standard 360-degree rotation/windshield wiper motion to remove but would not come out from the anastomosis without using forced tension. There was no patient harm, but the surgeon is worried about possible post-op issues. It was noted that the patient had inflamed tissue during the entire duration of surgery. No work was needing to be done to the anastomosis due to the difficult device removal.